Manufacturer narrative:
(B)(4). Device status changed from returning to not returned. The device was not returned for analysis. A conclusive cause for the reported difficult to insert the guide wire could not be determined; however the treatment appears to be related to procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a proglide device with either a 5f or 6f sheath after a coronary interventional procedure. Reportedly, the proglide would not backload onto the guide wire. Hemostasis was achieved using a second proglide device. There were no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. The physician is reportedly trained in the use of the proglide device. No additional information was provided.